Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 impact code should be: 2645 ¿ no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the glue of the objective lens is peeled off, was unable to be identified. The cause could not be specified since the actual device was not sent to the manufacture business center. Presumably, the event was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿we confirmed that the inspection method for the suggested event was described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited adhesive around objective lens was peeled. There were no reports of patient involvement.